Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 520 mg/dl, with moderate ketones. Reportedly, the customer's mother assisted the customer by injecting a manual insulin injection to address the elevated (bg).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.